Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1726105 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) would not fully shuttle down and the sealant did not come out of the sheath. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a diagnostic coronary procedure. Significant resistance was encountered when shuttling down. The patient's hospitalization was not extended.

Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) would not fully shuttle down and the sealant did not come out of the sheath. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a diagnostic coronary procedure. Significant resistance was encountered when shuttling down. The patient's hospitalization was not extended. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The sealant sleeve was fully retracted to the shuttle handle. Blood was observed on the balloon and the surface of the returned device. The procedural sheath, syringe, advancer tube and sealant were not returned with the device. The condition of the returned device indicated a complete deployment of the sealant. It is unknown if the device was manipulated post procedure. No obvious anomalies were observed on the returned device. Without the return of a whole device, a shuttle down procedure could not be performed. Leak testing was performed on the balloon of the received device. No leak was found. The balloon was fully inflated and pressure was held with proper functioning of the inflation indicator. A review of the manufacturing documentation associated with lot f1726105 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Without the return of a whole device for functional evaluation, the event reported as a mynxgrip vascular closure device (vcd) would not fully shuttle down and the sealant did not come out of the sheath could not be confirmed and a root cause could not be determined. Procedural factors and/ or handling process may have contributed to the event as reported. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.